Event description:
At the beginning of a total laparoscopic hysterectomy I plugged in a ligasure and the screen had an error that stated that the device has already reached its usage limit and has not been recertified for use by the company. Device removed and replaced with another, same error. Removed. Found another device with a different lot number and it worked. Then, 15 mins or so later, the surgeon was using the harmonic and during use it stopped and errored to have the surgeon "activate the device". Would not allow them to activate or retest the device and would not let the surgeon use. Device and cord removed, new given. Case completed. Pt: 4582. Device: 1112. Refrence reports: mw5176160, mw5176161.